Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was also observed to have blood ingression. Visual summary analysis of the lead indicated the damage had occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was placed incorrectly in the left ventricle via the aorta. The physician discovered this upon having difficulty attempting right atrial (ra) lead placement and observing persistent bleeding after removing the sheath for rv lead. A stent graft was required to be placed at aorta entry site to repair the puncture. The physician decided to remove the leads and use two new leads for a right sided placement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).